Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4) ¿ the dentist reported that 2 months and 10 days after the dental implant was installed in intraoral region 10#, its non- osseointegration was observed. Moreover, 40n.cm of primary stability was achieved, bone graft was placed and immediate implant was performed.